Event description:
A complaint was rec'd which indicated that a ca 125 result was high when compared to a competitive method. The complainant indicated that four serial samples recovered between 40-50u/ml on the immuno I system. The serial samples were reported as follows: may 51 u/ml, june 58 u/ml, july 49u/ml, august 43 u/ml. The pt had her ovaries removed in may. The august sample was sent to a different laboratory and a result of 27 u/ml was obtained.